Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on the patient¿s last event log it showed that on (B)(6) 2015 at 11:50 a motor stall occurred and on (B)(6) 2015 at 11:50 a stopped pump period may exceed tube set. No other troubleshooting was done at the time of the event. The explanted pump was sent for return. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and a stall was due to gear wheel 3. As received the pump reservoir was empty and at minimum rate. Pump logs gathered and motor stall, motor stall recovery and stopped pump period may exceed tube set are seen in the log data. During the internal decontamination, the pump was programmed to run for 60 minutes, the pump stalled during this time. Unable to dispense test the pump due to the motor stall. Rpa did additional testing of the alarm. Rpa programmed the pump so a non-critical and critical alarm would sound. The non-critical alarm activated once the reservoir volume reached the "set" value and sounded a single tone. Once the critical alarm sounded (empty reservoir alarm) a printout and alarm status was taken. Rpa lab technician then waited for the next critical alarm to sound. At 10 minutes (this is what the interval was set to as seen in the printouts) the critical alarm sounded. Alarm decibel levels also checked. No alarm anomalies found. Destructive analysis found corrosion on wheel 3 gear teeth which caused the pump to stall.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event.

Event description:
The health care provider (hcp) via the representative later provided that the patient's relevant medical history was unknown but there was no patient injury/death. The concentrations of the drug were reported as unknown. The patient denied hearing the pump alarm. It wasn't until the patient was at his family doctor and said that it was then beeping. At the last refill, the nurse had waited to see if she could hear the alarm (since it was set at critical alarm interval for every 10 minutes) and she could not/did not hear it either. So instead of guessing to see if the pump alarm worked properly, it was decided to replace the pump. Should additionalinformation be received a supplemental report will be filed.

Event description:
It was further reported that the pump was replaced due to numerous motor stalls and that the alarms were not alarming at the programmed intervals. It was assumed that the pump had stalled for greater than 24 hours and no cause determined. The product was being returned for analysis. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported the patient has been hearing a critical alarm every 30-minutes, but the critical alarm interval was set to 10 minutes. The clinic and manufacturer representative confirmed that the critical alarm was going off every 30 minutes. Pump logs were checked and they revealed a motor stall occurred on (B)(6) 2015. There was no motor stall recovery recorded. The patient was not having any issues with pain and did not report any withdrawal symptoms. The next steps with the patient were unknown. The pump was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.